Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was about a week ago the patient started having issues charging their implanted neurostimulator (ins). Patient stated that the recharger paddle gets real hot where the wire goes into the paddle. Patient explained that when they get the controller charged up, they then have to charge their back and within that charge session, the controller battery goes down to nothing. Patient reported that they constantly get the reposition message when trying to charge the implant and that they can feel the recharger get hot on their back; patient added that they also can feel the recharger box get hot. Patient stated that they used to be able to charge the controller to 100% but now the controller will drop to 30% when in a charge session so they then have to stop the session and charge the controller. Patient stated their back hurts because they can't keep going like this, being unable to successfully charge. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6), product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial#(B)(6) implanted: explanted: product type recharger h3: analysis of the 97755 recharger (rtm) (serial number(B)(6)) revealed a failure, no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.